Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. This report is for an unknown 6.5mm partially threaded, cancellous screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown date (within a few weeks of the explant date of (B)(6) 2015). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient on an unknown date (within the last few weeks) at a neighboring hospital underwent a surgical repair of a distal humerus fracture. The surgeon repaired the fracture by performing an olecranon osteotomy, implanting one unknown 6.5mm partially threaded, cancellous screw in the patient¿s bone. Other screws were implanted in other bones but only one implanted in the olecranon. During a post-operative visit, review of radiographs showed that the screw had backed out of the bone. The patient was reportedly still immobilized and had not complained of any medical device discomfort. The surgeon revised the patient on (B)(6) 2015 when he implanted a proximal olecranon variable angle plate and screw construct. Surgery was successfully completed with no additional medical intervention required, no surgical delay and no additional harm to the patient. The patient was noted to be stable after the surgery. It was noted the screw was discarded by the hospital. This report is for an unknown 6.5mm partially threaded, cancellous screw. This is report 1 of 1 for (B)(4).